Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found motor gear train anomalies of corrosion, wear, or lubrication and a stall due to shaft bearing.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient whose pump was used to deliver lioresal (2000 mcg/ml at 1000 mcg/day). The indication for use was intractable spasticity and cerebral palsy and the patient's medical history included cerebral palsy with spastic tendencies. The rep reported that on (B)(6) 2016 the pump logs showed that a hard motors stall had occurred on (B)(6) 2016. The patient had not had an MRI and no patient symptoms were reported. The hcp had reduced the patient's dose to 400 mcg/day in case the pump would recover and would manage the patient with oral baclofen. Additional information was reported by the hcp on (B)(6) 2016. The patient was not taking any oral medications at the time of the event. It was reported that the troubleshooting that occurred was to interrogate the pump and that the pump had been replaced within 2-3 days. The cause of the motor stall had not been determined and the stall had not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.